Event description:
Nellcor puritan bennett received information stating, "that circuit was disengaged and the patient was cyanosed." The device was making a low pressure alarm, the customer is not sure how long the alarm was sounding until they found the patient with cyanosis.